Event description:
It was reported to philips that the system geometry propellor movement could not be moved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the non-emergency treatment procedure that was to occur at the time of the event was aborted and rescheduled for a different time. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the propeller movement could not be controlled and a warning message of "frontal stand calibration problem" was displayed on the system monitor. Troubleshooting and review of the system logs determined that the propeller position and current had not been encoded and that there was a read/write failure, possibly due to a cabling or encoder error. The fse calibrated the propeller position and current. After the calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.